Event description:
It was observed that during the device evaluation, gastrointestinal videoscope was found to have dirt on the objective lens, and the screen displayed a white screen with no visualization. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the dirt on objective lens to electronic component failure causing white screen with no image. The most probable cause of dirt on objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.